Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a procedure after taking an imaging spin, the image had rings in it when appeared on mobile view station (mvs). Site rebooted the system. No further information was provided. The procedure was completed with the use of imaging. No information was provided on delay to procedure and patient outcome.